Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a hand assist laparoscopic sigmoidectomy, on an anastomosis of the colon, there was bleeding. The anvil be tilted after firing and was not bent and sizers were used. The doctor gave the patient two units of blood after it was identified. Patient¿s hospital stay was lengthened by two days. Patient has medical history of diverticulitis. There was patient injury.